Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
Patient's legal counsel reported patient underwent right hip revision approximately nine years post-implantation due to patient allegations of pain, osteolysis, and elevated metal ions. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Operative report noted x-rays demonstrated significant periacetabular osteolysis. During the revision procedure, caseating material, evidence of capsular changes, defect along the rim of the acetabulum, and well-fixed acetabular component and stem were noted. The head was removed and replaced and a hip bearing was implanted.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Patient's legal counsel reported patient underwent right hip revision approximately nine years post-implantation due to patient allegations of pain, discomfort, osteolysis, difficulty walking, implant loosening, metal poisoning, metallosis, metal debris and elevated metal ions. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Operative report noted x-rays demonstrated significant periacetabular osteolysis. During the revision procedure, caseating material, evidence of capsular changes, defect along the rim of the acetabulum, and well-fixed acetabular component and stem were noted. The head was removed and replaced and a hip bearing was implanted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of provided x-rays and op notes. DHR was reviewed and no discrepancies were found. For revision imaging, the x-ray demonstrated significant periacetabular osteolysis in 1 zone 2 junction; CT scan with metal suppression confirmed a large bilobulated or bilobed acetabular defect superiorly. Root cause could not be determined with information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.